Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a rash under the front therapy electrode. Patient reported that the area is red and hurts, but not open. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydro-cortisone-ointment by a physician. Follow up indicated that the rash is nearly resolved.